Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the leaflets. While testing the lock, the clip opened to approximately 20-30 degrees. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip xtw was successfully implanted and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.